Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, an attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a moderately calcified, mildly tortuous lesion located in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used during delivery. It was reported that stent dislodgement occurred during removal of the device following a failed delivery. The dislodged stent could not be located and remains inside the patient. The procedure was completed using another stent. The patient is reported to be alive with no injury.